Event description:
Attorney alleges plaintiff has had a capsulotomy, leakage, multiple physical symptoms including breast hardness and loss of sensation, joint pain, non-specific autoimmune symptoms, anxiety, stress, pain and suffering.